Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the staple line opened up on the stomach. The procedure was completed by hand-suturing. There was no reported patient consequence.